Manufacturer narrative:
Product event summary: the delivery catheter was returned without the dilator, and analyzed. Analysis indicated that the mechanical operation slitting appeared not on the score line. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the slitter abruptly disengaged from the catheter causing the his lead conductor to be bent. The lead and the catheter were removed, and another lead was implanted. No patient complications have been reported as a result of this event.